Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4) , ubd: 28-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the evening of the patient's implant surgery, the patient reported weakness in their lower extremities and difficulty urinating. The patients system was explanted that evening and the healthcare provider evaluated the patient. During implant, the lead connectivity and impedances were normal. Stimulation had not been turned on to check paresthesia coverage and stimulation was left off after surgery. The patient had been told in pre-op that they would not be programmed and their therapy wouldn't be turned on until their follow-up appointment. The following morning the patient was still experiencing some numbness in their lower extremities. The CT scans prior to the explant were noted as being normal. The healthcare provider reported that an MRI was performed and it showed that a spinal cord injury occurred; the representative did not know the extent of the injury.

Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient is now eight bearing and is slowly regaining strength in his lower extremities. His next appointment was set for (B)(6) 2021. The surgeon had mentioned that spinal cord stenosis may have been a contributing factor to the spinal cord injury. Post explant, the patient has been monitoring at his physician's office. The issue has not resolved at this time; however, the patient's lower extremities were slightly improved.